Manufacturer narrative:
The reported event of ¿parameters not within range¿ was confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted while manipulating and stretching lead at the connector region. X-ray inspection of the lead confirmed the inner coil was over torqued at the connector region. The cause of the reported event was isolated to the damage noted at the connector region which is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was explanted and replaced because the parameters were not within the acceptable range. The patient was in stable condition.